Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump is over delivering. Caller stated that the bolus history was showing that the customer has given himself three corrections of 14 units of insulin each time. Caller stated that they did not program any correction, and the insulin pump is over delivering. Nothing further was reported.